Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had occasional oversensing of r-waves and some mode switch occurrences in the past. Diminished p-waves was noted. The lead remains in use with continued observation. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.